Manufacturer narrative:
Heartsine has requested the return of the product for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The complainant contacted heartsine to report that their device's on button is stuck and the device does not immediately go into rescue mode. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.